Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory indicated the right ventricular lead integrity alert was triggered, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, pacing capture threshold in the rv (right ventricle) was elevated, there was oversensing due to non-physiologic signals/sic (sensing integrity counter) and the unexpected delivery of a ventricular tachyarrhythmia therapy was noted.

Event description:
It was reported that the patient presented in the emergency room after receiving multiple high voltage therapies. The right ventricular (rv) lead presented with high pacing impedances, high thresholds, and suspected fractures. The multiple shocks appear to be due to oversensing noise. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary: the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4).